Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced infection at implant site and received medical treatment (type not reported) however the issue could not be resolved. Subsequently it was found that the receiver-stimulator had extruded resulting in the decision to explant. The device was explanted on (B)(6) 2017.